Manufacturer narrative:
(B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2013, the shaft of the drill bit was broken after the drill bit was removed from the patient¿s body. No fragments were retrieved and there was no harm to the patient. Surgery was not delayed as there was another instrument available for use. This is report 1 of 1 for complaint #(B)(4).